Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. (B)(4).

Event description:
A surgeon reported following the implant of a micro-stent device during a study, a patient experienced an elevated intraocular pressure (iop). The patient was treated with medication.

Manufacturer narrative:
No sample has been returned for evaluation for the report of elevated intraocular pressure (iop); therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no report of device malfunction. A possible root cause is that postoperative elevated iop is an established risk associated with use of the system that is clearly specified in the product instructions for use (IFU). The manufacturer internal reference number is: (B)(4).

Event description:
Additional information provided reports the patient was treated with paracentesis.

Manufacturer narrative:
Additional information provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information provided, outcome of the event paracentesis reported recovered/resolved.

Event description:
Additional information was received stating description of adverse event has changed to unplanned ocular surgical reintervention associated with micro-stent device placement and stability.

Manufacturer narrative:
Additional information provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information reports the device malpositioned after deployment such that the device is not in the supraciliary space.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The reporter has not provided sufficient clinical data for evaluation with this complaint. Therefore, the reported event could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Because sufficient clinical data was not received and no lot number was identified with this complaint, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information reports the device malpositioned after deployment such that the device is not in the supraciliary space.